Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was getting locked out of his personal therapy manager (ptm) when he thought he should not have been. The patient had a lockout interval of 3 hours, a dose restriction interval of 3x/24 hours and a maximum of 3x/day. The ptm report was showing lockouts due to the lockout interval. The healthcare provider (hcp) refilled and updated the pump on the day prior to this report and changed the lockout interval from 8 hours to 3 hours. It was also reported that the ptm refill date was not accurate. The ptm was decoupled and recoupled and this action resolved the issue. The device system was used to deliver fentanyl, clonidine, baclofen and morphine.